Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number , was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-01090, 1221359-2022-01091, 1221359-2022-01092, 1221359-2022-01129, 1221359-2022-01130, 1221359-2022-01131, 1221359-2022-01132, 1221359-2022-01133, 1221359-2022-01134, 1221359-2022-01136, 1221359-2022-01137, 1221359-2022-01138, 1221359-2022-01139, 1221359-2022-01140, 1221359-2022-01141, 1221359-2022-01142, 1221359-2022-01143.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple tests. This MFR report addresses test 10 of 18. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022. First confirmation testing was performed on (B)(6) 2022 with the genmark platform and generated a negative result. Second confirmation testing was performed on (B)(6) 2022 with the genmark platform and generated a negative result. No additional patient information, including treatment and outcome was provided.